Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 9 years, since the subject device was manufactured. Based on the results of the investigation, a root cause could not be determined. However, it is likely, that defect occurred on the imaging part then image was lost, due to effect of flooding from cable. A result of confirming, contents of the instruction manual at the time of shipment of the product regarding twist and scratch on the cable. There is following description. Therefore, it is determined, that indicated phenomenon may be prevented. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable, while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Never clean, disinfect, sterilize or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was no image displayed from the camera head. The issue was found during preparation for an unspecified therapeutic procedure. The procedure was completed with a similar device, with no delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found failure of imaging components. In addition, the evaluation noted cable flaw, cable flooded, and cable twisted at the cable section; head section switch scratched button, and loose scope mount at the head section. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1: (B)(6) hospital.